Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately seven months post-implantation due to implant fracture after a fall. Attempts to obtain additional information have been made; however, no more is available at this time

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and pictures. X-ray review by mmi states there is fracture of the femoral assembly component. Photographs of the explanted product show that the stem device has fractured. The device history records were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.